Event description:
It was reported that the patient's implantable cardiac monitor (icm) had no connectivity. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. Preliminary analysis revealed a no telemetry condition. Further analysis found no high current drain or evidence of battery problems. The no telemetry condition was the result of a depleted power supply. The root cause of not meeting 80% of the lower 99.9% is unknown.